Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.